Event description:
It was reported that this patient has a history of inappropriate shocks with a competitor's previous transvenous implantable cardiac defibrillator (ICD) and was implanted with a boston scientific subcutaneous implantable cardiac defibrillator (s-ICD) system. It was stated that the s-ICD electrode position was previously revised. Recently, two inappropriate shocks were delivered while the patient was cycling. The patient was anxious as they perform a lot of recreational physical activity. The physician noted that the shocks were delivered due to over-sensing. Provocative maneuvers were performed in-clinic which exhibited noise during movement. Technical services (ts) was contacted and discussed that low r-wave amplitude measurements were present which contributed to the over-sensing. It was stated that the system, specifically the electrode, placement was suboptimal. This was confirmed via provided x-ray images. Ts stated that the resolution to the event would most likely be invasive to reposition the system. At this time, the s-ICD remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this patient has a history of inappropriate shocks with a competitor's previous transvenous implantable cardiac defibrillator (ICD) and was implanted with a boston scientific subcutaneous implantable cardiac defibrillator (s-ICD) system. It was stated that the s-ICD electrode position was previously revised. Recently, two inappropriate shocks were delivered while the patient was cycling. The patient was anxious as they perform a lot of recreational physical activity. The physician noted that the shocks were delivered due to over-sensing. Provocative maneuvers were performed in-clinic which exhibited noise during movement. Technical services (ts) was contacted and discussed that low r-wave amplitude measurements were present which contributed to the over-sensing. It was stated that the system, specifically the electrode, placement was suboptimal. This was confirmed via provided x-ray images. Ts stated that the resolution to the event would most likely be invasive to reposition the system. However, further programming options were provided should the physician prefer a non-invasive option. The physician surgically explanted the s-ICD electrode and a new electrode was implanted to resolve the event. The patient was subsequently evaluated in-clinic via exercise testing and the system demonstrated appropriate sensing. Additional programming options with the new electrode were also provided by ts, as the patient continued to exhibit variable rhythm morphology. At this time, the s-ICD device remains implanted and no additional adverse patient effects were reported. It is unknown if the explanted electrode will be returned for analysis.

Event description:
It was reported that this patient has a history of inappropriate shocks with a competitor's previous transvenous implantable cardiac defibrillator (ICD) and was implanted with a boston scientific subcutaneous implantable cardiac defibrillator (s-ICD) system. It was stated that the s-ICD electrode position was previously revised. Recently, two inappropriate shocks were delivered while the patient was cycling. The patient was anxious as they perform a lot of recreational physical activity. The physician noted that the shocks were delivered due to over-sensing. Provocative maneuvers were performed in-clinic which exhibited noise during movement. Technical services (ts) was contacted and discussed that low r-wave amplitude measurements were present which contributed to the over-sensing. It was stated that the system, specifically the electrode, placement was suboptimal. This was confirmed via provided x-ray images. Ts stated that the resolution to the event would most likely be invasive to reposition the system. However, further programming options were provided should the physician prefer a non-invasive option. At this time, the s-ICD remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this patient has a history of inappropriate shocks with a competitor's previous transvenous implantable cardiac defibrillator (ICD) and was implanted with a boston scientific subcutaneous implantable cardiac defibrillator (s-ICD) system. It was stated that the s-ICD electrode position was previously revised. Recently, two inappropriate shocks were delivered while the patient was cycling. The patient was anxious as they perform a lot of recreational physical activity. The physician noted that the shocks were delivered due to over-sensing. Provocative maneuvers were performed in-clinic which exhibited noise during movement. Technical services (ts) was contacted and discussed that low r-wave amplitude measurements were present which contributed to the over-sensing. It was stated that the system, specifically the electrode, placement was suboptimal. This was confirmed via provided x-ray images. Ts stated that the resolution to the event would most likely be invasive to reposition the system. However, further programming options were provided should the physician prefer a non-invasive option. It was stated that a system revision procedure was anticipated, but has not yet occurred. At this time, the s-ICD remains implanted and no additional adverse patient effects were reported.